Event description:
It was reported to boston scientific corporation that during unpacking for an unknown procedure, when the physician opened the polaris ultra ureteral stent package a tear on the stent was noticed. Reportedly, the stent was easily removed from the stent tray and the suture was not removed.the procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."

Manufacturer narrative:
(B)(6). (B)(4) for torn material.

Manufacturer narrative:
Analysis of the returned polaris ultra ureteral stent revealed that the device was cut in two. The device was returned with the pigtail straightener mounted over the stent. The suture was returned and was cut but still attached to the stent's suture hole. It is most likely that the stent was torn while preparing the device for use in the procedure (when cutting the suture). Therefore, handling damage contributed to this event.a review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event.

Event description:
It was reported to boston scientific corporation that during unpacking for an unknown procedure, when the physician opened the polaris ultra ureteral stent package, a tear on the stent was noticed. Reportedly, the stent was easily removed from the stent tray and the suture was not removed. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."